Manufacturer narrative:
Evaluation: a user carton, labeled as containing iab with one serial #, was returned for evaluation. Examination of the carton's contents revealed that it contained an iab with a serial #. Visual examination revealed that the other corner label was labeled with different serial #. Probable cause of difficulty: the incident involving iab can be attributed to the way labels were printed at the time these products were shipped to baxter japan at that time. Labels at that time were printed in "batch quantity". The placement of the wrong corner label on the carton was the result of choosing the wrong printed label. In order to prevent future occurrences, the following has been done: 1. All labels are now printed one user carton at a time. Labels are printed on demand. Unlike before, labels were printed automatically as a "batch". 2. The complaints were shared with those individuals in datascope's packaging department. The entire procedure was reviewed and is being enforced.

Event description:
The serial number on the oneside box-label and catheter (y-fitting) was j1441612; the serial number on the other side box-label was j1441291. The device was never used on a pt. The event occurred during product inspection at the distribution warehouse.